Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a nurse noticed the tubing to be leaking from the maxplus bonded connector end shortly after connecting it to a patient. This occurred three times on the same patient using the same model of tubing moments after connecting. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of leakage from a maxplus extension set was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing was performed and no leaking was observed. The root cause was not identified.